Manufacturer narrative:
Follow-up #1 date of submission 03/27/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple cs 052 and cs 054 call service alarms. During testing, the pump was powered on and a cs 052 call service alarm was emitted that could not be cleared. The rf transceiver flex was removed from the printed circuit board, and the alarm then cleared. The pump case was removed, and the rf transceiver flex connector was found to be damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump emitted call service alarm cs 054-0001. The alarm did not clear when the reporter rebooted the pump. During troubleshooting, the reporter changed to a new battery and the alarm cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.